Event description:
It was reported a shim missing a ball bearing was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned device indicates it exhibits signs of repeated use and has one ball bearing missing. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.